Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the battery and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that during a pt event, the device would not power on with ac or dc power. The hospital staff was able to provide another device with little delay in care. The pt did not suffer any adverse effects from the result of the reported failure.